Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).

Event description:
(B) (6). It was reported that following a coronary artery stenting procedure, the patient experienced angina. The lesion being treated was located in the distal left circumflex (lcx). The physician implanted a 2.50x16mm taxus express2 study stent. There were no reported complications. At 273 days after the index procedure, the patient experienced angina. The patient required a target vessel reintervention which was performed 3 months later. The lesion being treated was 2.7x16mm and 90% stenosed. The lesion was dilated with an unknown balloon and the patient was discharged with angina improved.

Event description:
It was further reported that the target lesion was 2.50 x 15.0 mm with 90% stenosis not 2.22 x 59.8mm with 40.1% stenosis as initially reported. The lesion was treated with pre-dilatation and post-dilatation. Residual stenosis was 0% and timi flow improved from 2 to 3 through the procedure. The patient was discharged without complications on bayaspirin, panaldine, and opalmon.

Manufacturer narrative:
Describe event or problem corrected: target lesion was 2.50 x 15.0 mm with 90% stenosis not 2.22 x 59.8mm with 40.1% stenosis as initially reported. Date of birth: (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that prior to the target vessel reintervention, the target lesion located in the distal left circumflex (dist lcx) was 2.22mm; minimum lumen diameter 0.89mm; length 59.8mm; 40.1% stenosis with no thrombus or aneurysm. Post-tvr the lesion was 2.25mm; minimum lumen diameter 1.65mm; 26.8% stenosis; with no thrombus or aneurysm.